Event description:
The customer reported they rec'd a visual alarm, but no audio alarm. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that they rec'd a visual alarm, but no audio alarm. The alarm was sounding on the networked central station monitor. No pt harm was reported. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.